Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a red alert when the lead impedance measurements on the right ventricular (rv) channel reached an out-of-range value of 0 ohms. The patient had a surgical procedure on the same date. Technical services (ts) noted electromagnetic interference (emi) noisy signals from the electrocautery used in the procedure, resulting in a ventricular episode of oversensing and pacing inhibition for five seconds. The values in the rv impedance were probably highly saturated, which is why the value provided was 0 ohms. No additional adverse patient effects were reported. This ICD remains in service.